Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure and low minute ventilation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The sponge of the air inlet path assembly was weakened and is possible that the sponge was in a state of peeling off at the time of the event. The inlet air path assembly needs replaced to address the issue.